Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31499321l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced av node damage, and was in the hospital for two (2) days for observation without the need for pacemaker. During the procedure, the patient manifest with wolff-parkinson-white syndrome (wpw) and the av node (kent's bundle on septum) was damaged. While ablating, the kent¿s bundle on septum had been disconnected temporarily but was recovered. The response of av node could no longer be seen. Subsequently, they did not conduct additional ablation because there was the pathway of kent¿s bundle on septum, and the conduction of a-v remained. However, the response of av node did not recover during the procedure. The patient remained hospitalized for 2 days for observation with no pacemaker implanted. It was reported that the patient did not require extended hospitalization. No abnormalities observed prior/during use of the product.

Manufacturer narrative:
Additional information was received on 08-may-2025 which indicated the type of generator and pump that were used. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).